Event description:
It was reported that the patient had a driveline repair on (B)(6) 2022 and was then discharged home on an ungrounded cable. On 2(B)(6) 2022, the patient reported being shocked by the driveline with no pump stops or alarms seen in history.

Manufacturer narrative:
Driveline repair covered in MFR 2916596-2022-12237. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported shock from the patient's driveline could not be confirmed through this evaluation, and a specific cause for this event could not be conclusively determined. The submitted log file captured the pump operating as intended above the low speed limit with no notable events/alarms. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No additional events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU) and patient handbook are both currently available. The heartmate ii lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate ii lvas IFU also warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was stable, and the plan of care was to continue to monitor. The patient was instructed to contact the hospital if the event reoccurred. The shocking (which the patient reported as "zapping") had resolved.